Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-102 scratched strip issue. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and the initial concern was resolved - able to establish contact with customer who indicated that conditions have improved, customer is no longer experiencing symptoms. Customer requested to have his contact number from deleted from the record. No replacement of products

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of frequent urination. Medical attention is reported as a result of the actual blood glucose results. Customer saw his doctor on (B)(6) 2019 and received a prescription for (tresiba) insulin. Blood glucose reading was at doctor's office was 133mg/dl non-fasting. The product storage location is undisclosed. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.